Manufacturer narrative:
(B)(4).

Event description:
It was reported fluoroscopy revealed externalized conductors between the right ventricular and superior vena cava coil. No electrical anomalies were detected. The physician decided not to perform an intervention as the lead is still functioning normally. There was no adverse consequences to the patient.